Event description:
It was reported that pump displayed malfunction alarm code 12, with no notable events occurring before the issue. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, but the same malfunction recurred, so technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to use multiple daily injections as backup insulin therapy, and provided directions to put pump into storage mode, re-enter pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.